Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stopped working and experienced unexpected restart. Customer's blood glucose value was unknown. Customer was unable to clear the alarm. Customer was assisted with clearing the alarm and they did change the battery. Customer was able to clear the alarm. Customer received multiple power loss alarms. The insulin pump will not be returned for analysis.